Manufacturer narrative:
02-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that upon removal of the tampon wrapper she saw that there was about one inch of tampon frayed; it looked like the outer case was outside the applicator itself and the tampon was spilling out. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that upon removal of the tampon wrapper she saw that there was about one inch of tampon frayed; it looked like the outer case was outside the applicator itself and the tampon was spilling out. No injury was reported.